Event description:
A report was received that the patient was experiencing stimulation in an non target area. X-rays confirmed lead migration and that one of the leads had come out of the ipg. The physician will perform a lead revision.

Event description:
A report was received that the patient was experiencing stimulation in an non target area. X-rays confirmed lead migration and that one of the leads had come out of the ipg. The physician will perform a lead revision.

Event description:
A report was received that the patient was experiencing stimulation in an non target area. X-rays confirmed lead migration and that one of the leads had come out of the ipg. The physician will perform a lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50 serial # (B)(4), description: scs phase iii 50cm lead model # sc-1110 serial # 702404 description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that the patient was explanted and is reportedly doing well. Explanted devices will not be returned to bsn as they were discarded by medical facility.

Manufacturer narrative:
Additional information was received that the patient will not undergo a lead revision at this time.